Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained oversensing was observed. Electrogram was not available for viewing. No programming change was made. The patient¿s condition was not known.

Event description:
Related manufacturer reference number: 2017865-2021-18248. New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2021 due to oversensing issue. The patient was stable and discharged.